Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had high and undefined impedance measurement on two configurations. One of the configuration impedance measurement was in normal range. Diagnostic testing/troubleshooting was performed, and no action taken. The patient will continue normal follow up. The lead remains in use. No patient complications have been reported as a result of this event.